Event description:
On 2025-oct-01 additional information was received from a healthcare professional. They reported that the patient did experience retention prior to the device and this symptom has not worsened as a result of the device/therapy. They also reported that catheterization was the patient's 'standard of care' prior to the device. They did not respond to the questions asking about actions taken to resolve the issue or if it had been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having a return of symptoms. The patient reported that they have not been able to pee in a couple days. The patient stated that for the last couple of weeks, they were able to pee at least every other day significantly, and they were able to self-catheterize, but they haven't been able to pee for two days. Agent walked the patient through connecting to the ins and reviewed changing programs. The patient was able to connect and change programs. The patient was also able to increase stimulation to a comfortable level on the bike seat area. The patient to monitor the issue and redirected to the healthcare provider (hcp) if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.